Event description:
It was reported that during the procedure, the subject stent struts didn't open properly (only the distal struts opened). The physician tried to re-sheath the stent, but it didn't help. The stent was replace and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was returned. The distal end of the subject stent was partially deployed from the tip of the introducer sheath and procedural fluids were present. The subject stent on removal from the introducer sheath was crimped with procedural fluid throughout, with frayed braid edge at both ends. The stent delivery wire (sdw) was inspected and the petal/dpa (distal protection assembly) was covered in dried procedural fluid. The dpa was soaked in warm water and the procedural fluids removed. The distal stent delivery wire (sdw) was kinked/bent. The introducer sheath had procedural fluids throughout but showed no signs of damage. During the functional inspection, the subject stent was removed from the introducer sheath. The reported event was confirmed during the device analysis. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that "the physician reported the fact that the selected treatment for the carotid aneurysm was deployment of subject stent. The physician used envoy 6, axs vecta 46 125cm and xt27 microcatheter. The subject stent struts didn't open properly (only the distal struts opened). The physician tried to re-sheathe the stent, but it didn't help. The physician decided to use pipline (the same size- 4.5 × 20 mm) and the deployment was successful." Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per directions for use (dfu) instructions. There was no indication of a user related issue. Product analysis found the subject stent was returned deformed. It is possible the patient¿s tortuous anatomy would also have contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported/as analyzed, 'stent failed/unable to open (when not implanted)¿ and 'flow diverter stent difficult/unable to recapture into microcatheter¿ and as analyzed 'stent deformed' will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject stent struts didn't open properly (only the distal struts opened). The physician tried to re-sheath the stent, but it didn't help. The stent was replace and the procedure was completed successfully with no clinical consequences to the patient.